Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported the 86 year old male patient was brought to the cardiac catheterization laboratory for high-risk percutaneous coronary intervention and was being placed on impella cp support. While attempting to place the patient on the impella cp support the physician was attempting to advance the guidewire and the physician felt the guide was too tight and the guide kinked. The physician switched out for 7x45 terumo destination sheath and was able to successfully implant the impella cp.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.